Event description:
It was reported that during the device changeout procedure, the physician decided to replaced the old leads due to high threshold. After the new leads were implanted, there was high threshold and bad sensing measured. The new leads were attempted and not used. The physician decided to keep using the old leads as a result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).